Event description:
Pt's proximal / ostial lad became detached from the vessel wall, entangling in the burr of the coronary atherectomy device. Pt was taken to the operating room for removal of the device.